Event description:
It was reported that multiple malfunction alarms occurred. Additionally, intermittent cartridge alarms occurred during the load sequence. Customer¿s blood glucose value was 129 mg/dl. The customer reverted to an alternate method of insulin therapy.